Event description:
A customer claims that during an automatic processing mode the mixing mechanism failed to mix the samples and coulter ac t 5diff autoloader hematology analyzer generated erroneous results for hemoglobin (hgb) and platelet (plt). Initially, hgb results were 19.0 g/dl and 19.5 g/dl for sample a and b respectively. Plt result was 175x10 to the third power cells/ul for sample a and 36x10 to the third power cells/ul for sample b. Per customer no error alarm was generated by the instrument. The samples were retested in manual mode an different results were obtained for both analytes: hgb result was 11.5 g/dl for sample a and 2 result of 7.2 g/dl for sample b. Plt result was 425x10 to the third power cells/ul for sample a and 92x10 to the third power cells/ul and 88x10 to the third power cells/ul sample b. The erroneous results were not reported out of the lab. There was no death, injury, misdiagnosis or change to pt treatment as a result of this event.

Manufacturer narrative:
Qc and sample collection info was not provided. Per customer, they heard a noise coming from the sampling area and a svc call was generated. A field svc engineer (fse) inspected the instrument and found the mixing head come loose from shaft. The fse dismantled the mixer and correctly aligned the grab screws. The fse re-installed and adjusted the mix assembly. Following the repair, qc and samples were run with acceptable results. As of 2008, there have been no further incidents reported by the customer for this issue. Based on available info, an adverse incident form was filed by the customer with mhra regarding this event. A hardware failure may have contributed to this event. A malfunction will be assumed for the purpose of this report.